Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
As part of troubleshooting for an issue with the patient's coaguchek xs meter serial number (B)(4), the patient provided the meter for investigation. During the investigation, the meter memory was reviewed and the following erroneous results were observed: on (B)(6) 2017 at 20:04, there was a result of 2.5 inr. On (B)(6) 2017 at 20:07, there was a result of 1.0 inr. The patient's therapeutic range is 3.0 - 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient does not have anemia, polycythemia, or antiphospholipid antibodies. The patient does not take heparin or other anticoagulants. The patient returned the meter and test strip lot number 207426-21 (expiration date 09/30/2018) for investigations. Replacement product was sent to the customer. During investigations, the returned meter was tested with the returned test strip material (lot 207426-21) and quality controls. The test strip lot number used at the time of the event is not known. Investigation results: quality control 1: 2.2 inr, quality control 2: 2.2 inr. The obtained control values were within the allowed range of the returned test strip lot and control lot combination (1.8 - 2.6 inr). There were no error messages for all measurements. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
None of the treatments/medications provided to the patient are currently known to interfere with the accuracy of the test results.